Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the thumbscrews on the device disassembled, rendering the device inoperable. All pieces were returned. The device was manufactured in 2010 and exhibits signs of extensive wear usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the thumbscrews on the device disassembled, rendering the device inoperable. All pieces were returned. The device was manufactured in 2010 and exhibits signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that during surgery the p/s housing broke. After intertan acting the p/s box chisel the surgeon tried to unscrew the box housing and the knob came off. It broke inside the patient and all pieces were recovered. Procedure finished with the same device. No parts were left in the patient. Delay under 30 min. S+n back-up was available and no injury reported.